Manufacturer narrative:
This report is being supplemented to provide additional information based on device return evaluation . Regional repair center (rrc) olympus performed the device evaluation. The following findings were identified during device evaluation: insulation test out of specifications. A-rubber glue (bending section) separated. Bending tube shorten. Connecting tube with wrinkle 10mm from glue, insertion part with snakiness. Scope cover found cracked. Angulation system check performed, and the bending tube movement failed, insertion part bending tube shorten and failed. Electrical safety test passed testing and within specifications. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, according to the following investigation results, the same bacteria were detected from the same sampling location in the first microorganism test and the additional test. Therefore, reprocessing may have been conducted insufficiently. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The customer then left the device to the olympus france (ofr) french olympus subsidiary for hygiene microbiological investigation (hmi) for further investigation. No report of any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
The hygiene microbiological investigation (hmi) results were provided. The results reported the device channel (all channels) tested positive with the following: sampling date: (B)(6) 2023. Results ¿ device tested (all channels) positive with pseudomonas aeruginosa (3 cfu/endoscope). Sampling date : (B)(6) 2023. Results ¿ device tested (all channels) positive with pseudomonas aeruginosa (>100 cfu/endoscope). The olympus france french olympus subsidiary for hygiene microbiological investigation (hmi) performed a culture test for the device after the device was reprocessed. The results reported device channel (all channels) conforms to results of: microorganism revivable at 30°c/ 100 ml = 4 cfu/100 ml. Microorganism revivable at 30°c/ endoscope = 6 cfu/endoscope. Untargeted identification (micrococcaceae and coagulase negative staphylococci). Report noted that "with a number of viable microorganisms between 5 and 25 cfu/endoscope, in the absence of detectable indicator microorganisms according to the methods used, the results obtained comply with the alert level defined in instruction dgos/pf2/dgs/vss1/2016/220 of july 4, 2016. In a follow up communication with the customer to obtain additional information regarding the event reported and cleaning, disinfection, and sterilization (cds) checklist, it was noted that the customer completed the cds checklist for endoscopes however, there were no answers provided on the relevant information of hmi result at the customer site. The cds checklist provided noted the following: no patient(s) infection noted no deviations or problems during processing. Device passed the leak test. Manual cleaning performed. The device rinsed prior to manual disinfection. All channels flushed with and immersed into the disinfectant. Filtered water used. Concentration and expiration date of the disinfectant controlled. Investigation is ongoing. This report will be supplemented accordingly following investigation.